Manufacturer narrative:
It was reported that the hospital staff reported a electrical burning smell while the hfov device was on a patient. Patient was transferred to another ventilator and there was no patient compromise. On site service personnel performed a electrical and performance tests. The diagnosis revealed that the printed circuit board within the power driver module had burned. This was replaced and a thorough 2,000 hour maintenance was performed. The hfov performed according to the specifications. The failure could be contributed to normal wave.

Event description:
It was reported that the hfov was exhibiting an electrical burning smell while on a patient.